Event description:
It was reported that the syringe integra 3ml w/ndl 23x1 rb experienced a safety mechanism failure. The following information was provided by the initial reporter: material no: 305271 batch no: 8092760. The incident occurred on (B)(6) 2021. No one was injured, but the nurse it happened to had a needle stick last year from one of these same syringes. At that time she didn¿t keep the needle. This time she brought the needle to me, and I could see the needle was still out. We had a syringe recently, one of the retractable 3cc 23 g needle, that I¿d like to send back for evaluation. After giving the injection our nurse pushed the plunger to retract the needle, and it didn¿t retract. She brought it to me right away and I did see that the needle was still out.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/23/2021. H.6. Investigation: one loose 3ml integra syringe was received with a note reporting the product was used and the syringe was evaluated through the bag. The plunger rod was fully depressed, and the retraction mechanism was activated with the cannula not visible. It was observed the stopper was not fully secured to the plunger rod, which was rejectable per product specification. The potential root cause for the delayed retraction is associated with the assembly process. The insecure stopper likely affected the function of the cutter which may have allowed a portion of the stopper to become stuck and preventing the immediate retraction. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the syringe integra 3ml w/ndl 23x1 rb experienced a safety mechanism failure. The following information was provided by the initial reporter: material no: 305271, batch no: 8092760. The incident occurred on (B)(6) 2021. No one was injured, but the nurse it happened to had a needle stick last year from one of these same syringes. At that time she didn¿t keep the needle. This time she brought the needle to me, and I could see the needle was still out. We had a syringe recently, one of the retractable 3cc 23 g needle, that I¿d like to send back for evaluation. After giving the injection our nurse pushed the plunger to retract the needle, and it didn¿t retract. She brought it to me right away and I did see that the needle was still out.